Manufacturer narrative:
Initial report was filed in error. Based upon clinical input from post market clinical administrator and consulting clinician: the stripped hex of the healing abutment screw did not contribute to a serious injury and there was no reported delay in the surgical procedure. The malfunction of the healing abutment screw does not require surgical/medical intervention to prevent serious injury or death if this malfunction were to recur.

Manufacturer narrative:
This event is being reported due to a preceding medical device report wherein a minor medical procedure did occur. This event is being reported as a subsequent malfunction. The risk to the patient is remote.

Event description:
A customer complaint was received describing, that while trying to unscrew the healing abutment, the hex in the screw head deformed.